Manufacturer narrative:
Complaint conclusion: as reported, the 6f/7 f mynxgrip vascular closure device (vcd) failed to deploy as intended. Hemostasis was achieved with manual pressure for 20 minutes. There were no reports of patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was a certified trained user. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and there was moderate presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The user shuttled down completely with no significant resistance and no unusual force applied when retracting the sheath. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position, with no syringe attached to the device, nor sheath inserted onto the unit. The advancer tube and sealant were returned in their manufactured positions. The condition of the returned device likely indicates that the device was not deployed. Additionally, no visual damages or anomalies were observed. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained showed that no problems in the device¿s deployment mechanism were present as it could be actioned as expected by advancing the advancer tube and deploying the contained sealant. The reported event of ¿sealant-failure to deploy¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle, even though it was reported that the user shuttled down completely. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 6/7 f mynx grip vascular closure device (vcd) failed to deploy as intended. Hemostasis was achieved with manual pressure for 20 minutes. There were no reports of patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was a certified trained user. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and there was moderate presence of pvd/calcium in the vicinity of the puncture site. The user shuttled down completely with no significant resistance and no unusual force applied when retracting the sheath. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.